Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. New (B)(6)USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles leaked and had varied dosage. The following information was provided by the initial reporter : the consumer reported both of these needles leak a small amount of the medication out of the needle assembly during the early stage of the injection and not getting the full benefit of the forteo medication. Date of event : unknown. Samples : unknown.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles leaked and had varied dosage. The following information was provided by the initial reporter : the consumer reported both of these needles leak a small amount of the medication out of the needle assembly during the early stage of the injection and not getting the full benefit of the forteo medication. Date of event : unknown. Samples : unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.